Event description:
It was reported that a large volume infusor did not appear to fully deliver its contents. The device was filled with a baxter compounded solution: 8000 mg of flucloxacillin in 240 ml of 0.9% sodium chloride. The device was then connected, in the morning, to a patient for an infusion (treatment for finger pain) expected to last for 24 hours. The reporter stated that in the afternoon of the same day, although the reservoir should have appeared deflated, it was inflated to a larger size than a ¿standard full infusor of 240 ml.¿ after the device was disconnected from the patient, it flowed normally. Also in the afternoon of the same day, the patient reported feeling continued finger pain and severe chest pain, which was not reported before the event. The patient then underwent an x-ray in the hospital, and the peripherally inserted central catheter (PICC) was found to be in the correct position. There was no patient injury or medical intervention that was causally related to this event. Additional information was requested and is not available. This is report 2 of 2 for this patient.

Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from 10/25/2013 to 10/28/2013. The device is reported to be available for evaluation, and a request for its return has been made. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).